Event description:
While bottle feeding an infant using hospital slow nipple, discovered that nipple had no opening. Noticed infant sucking without progress. I assessed the nipple and noted there was no opening. Manufacturer response for slow flow nipple, slow flow nipple (per site reporter). [Date redacted] submit defected items and complains through sales representative. After contacting consumer relations @ 800-850-7677 - they agreed to mail a box for sample with their tracking number [tracking number redacted] [date redacted] mailed via usps tracking# [tracking # redacted].